Event description:
During the initial implant, increased pacing impedance, decreased sensing and increased capture threshold were observed on the leadless pacemaker (lp). An attempt to redock the fixed lp onto delivery catheter was performed to reposition the lp. However, the lp and catheter were not able to connect. The catheter was explanted and it was found that the distal portion of the tethers has broken off. It is suspected that the detached tethers are in the lp. The lp remained implanted. The patient was stable and will continue to be monitored.